Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) during a dual sequential shock, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing which included bench handling using test accessories without duplicating the customer's report. An internal inspection found no discrepancies. The customer's battery and accessories were not returned for the evaluation. The device was recertified and returned to the customer. The device log did not identify any failures associated with the customer report. No trend is associated with reports of this type.